Event description:
This is a spontaneous report by a nurse from (B)(6) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On an unreported date, the patient developed peritonitis. Laboratory tests, remedial treatment and outcome of peritonitis were not reported. It was reported that the patient was removed from therapy until she recovered. Medical history and concomitant medications were unknown. The reporter did not comment on causality, and declined to be contacted for additional information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). Since no sample was available for evaluation, no root cause can be determined through sample inspection. No specific product failures were indicated in the complaint report that could contribute to peritonitis. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.